Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line just before the blue clamp during their pd treatment. Fluid did not come in contact with the cycler, however fluid leaked onto the floor. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment with a difference cassette and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line just before the blue clamp during their pd treatment. Fluid did not come in contact with the cycler, however fluid leaked onto the floor. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment with a difference cassette and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.